Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) was confirmed due to multiple wires being shorted in the ECG cable. The belt did not pass essential performance testing. The root cause for the shorted wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.